Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that patient was experiencing pain and tenderness at the pocket site. It was also noted that the patient had involuntary lower extremity movements when the device was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient was experiencing pain and tenderness at the pocket site. It was also noted that the patient had involuntary lower extremity movements when the device was turned on. The patient will undergo an explant procedure.